Manufacturer narrative:
A partial lead was returned for analysis in 9 segments. Internal insulation abrasion was noted at 3.7 - 4.7 cm proximal to the supra vena cava (svc) shock coil breaching all the lumens. All the etfe cable coating in this location were intact. External insulation abrasion was noted at 8.8 - 9.1 cm distal to the svc shock coil breaching the empty cable lumen consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 0.7-2.9 cm proximal to the end of the right ventricular (rv) shock coil breaching all the lumens. The etfe coating was abraded at this location. External insulation abrasion was noted at 1.0 -1.5 cm and 6.4 - 6.9 cm proximal to the end of the rv shock coil breaching an unknown lumen and the inner coil lumen consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.